Event description:
It was reported that after updating the programmer with new software, an error message was generated while interrogating a device. The error was cleared by rebooting, but the programmer was unable to interrogate devices. It was advised to rerun the installation of the upgraded software as it was confirmed that they did not load. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.